Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, the system suddenly shut down and would not boot back up.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming power distribution printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power distribution printed circuit board (pcb). However, without a sample, component level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).